Event description:
It was reported that post stenting of the distal left main (B)(6) 2011, the patient presented (B)(6) 2012 as stemi with instent stenosis and thrombosis. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction (mi) and thrombosis, as listed in the promus instructions for use (IFU), are known adverse patient events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.